Manufacturer narrative:
The mega suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) umbilical hernia surgical procedure, the mega suturecut needle driver instrument was not working properly and the wire was found broken. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and found to have a loose pitch cable at the proximal end. There was no damage found to the pitch cable or the clamping pulley. Additional observation(s) related to the reported complaint: the instrument was found to have a loose screw inside of the housing. The screw was loose on the pitch clamping pulley. As a result, the cables were loose which caused the instrument to fail intuitive motion. The complaint was confirmed by failure analysis.